Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not providing a patient circuit disconnect alarm was confirmed. Ventec observed that the device was not providing the alarm on the patient¿s setting ventilation preset 1, despite being properly setup and connected to a test lung. Upon further investigation into the patient¿s ventilation preset 1 settings, ventec observed that the patient circuit disconnect alarm settings were set to 0-75lpm and 15 breaths. Under these settings, and with a disconnected patient circuit, the leak was greater than 75lpm and would not trigger the patient circuit disconnect alarm. When the breath setting were changed, the patient circuit disconnect alarm activated. The technician also updated the sensitivity setting to 75-175lpm and the patient circuit disconnect alarm activated as expected. Ventec also observed that the apnea and minute volume alarms were set to off for ventilation preset 1 and that the inspiratory pressure ¿ low alarm was set to 2cmh2o. This resulted in a low inspiratory pressure alarm when the patient circuit was disconnected. Ventec confirmed that the device detected leaks and alarms for patient circuit disconnect as expected with other breath and circuit types. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual explains why the patient circuit disconnect alarm may not be triggered by a large leak [p.112]: ¿note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected.¿ the investigation determined that the root cause of the reported issue was user error, due to how the device settings were being utilized, and not the result of a device malfunction.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device's alarm did not work as expected -- the reporter was expecting a patient circuit disconnect alarm and there was none. There were no reports of patient involvement associated with the reported event.